Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. Decon had issues with filling, during evaluation on the service floor the issue could not be reproduced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they have an alert all night going off and they do not know if the arctic sun device was working appropriately to rewarm their patient. Nurse confirmed alert 113 (reduced water temperature control) in event log. The patient temperature was 35.9c, water temperature was 28.6c, target temperature rewarming to 37c, flow rate was 1.8lpm. The system diagnostics showed outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.6c, inlet temperature (t3) was 28.7, chiller temperature (t4) was 4.2c, inlet pressure was -7.0psi, circulation pump command was 78, mixing pump command was 0, heater command was 100, water reservoir level showed 5, system hours were 5302 and pump hours were 4971. Mis walked nurse through draining 500ml from right drain port. Then flow rate was 3.1lpm, water temperature starting to rise, no alerts at this time. When called back alerted 113 (reduced water temperature control) again, the water temperature was only 27.7c. Nurse would send this unit to biomed and look for another. Per follow up information received via phone on 16nov2022, in medical intensive care unit nurse stated that there were no patient injuries and the patient completed therapy with an unknown source. Nurse sent the device to biomed. Per work order update on 05dec2022, the device failed calibration for not heating. The device was coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on 19jan2023, the root cause of the reported issue was due to a failed heater. It was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they have an alert all night going off and they do not know if the arctic sun device was working appropriately to rewarm their patient. Nurse confirmed alert 113 (reduced water temperature control) in event log. The patient temperature was 35.9c, water temperature was 28.6c, target temperature rewarming to 37c, flow rate was 1.8lpm. The system diagnostics showed outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.6c, inlet temperature (t3) was 28.7, chiller temperature (t4) was 4.2c, inlet pressure was -7.0psi, circulation pump command was 78, mixing pump command was 0, heater command was 100, water reservoir level showed 5, system hours were 5302 and pump hours were 4971. Mis walked nurse through draining 500ml from right drain port. Then flow rate was 3.1lpm, water temperature starting to rise, no alerts at this time. When called back alerted 113 (reduced water temperature control) again, the water temperature was only 27.7c. Nurse would send this unit to biomed and look for another. Per follow up information received via phone on 16nov2022, in medical intensive care unit nurse stated that there were no patient injuries and the patient completed therapy with an unknown source. Nurse sent the device to biomed. Per work order update on 05dec2022, the device failed calibration for not heating. The device was coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on 19jan2023, the root cause of the reported issue was due to a failed heater. It was reported that the arctic sun device was primed to fill.